Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the arm, on (B)(6) 2017. It was reported that the patient took medication(s) containing acetaminophen, that the dexcom system was not calibrated at least every 12 hours and that the transmitter was not snapped in fully. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Also: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. And: calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate, resulting in you missing a severe low or high glucose event. Finally: sensor failures can happen when your display device doesn't receive your sensor's glucose readings. While it is rare to have a sensor failure, there are preventative steps you can take. Help prevent sensor failures by checking: 1. Sensor hasn't expired. 2. Transmitter is snapped securely in sensor pod.